Event description:
It was reported that an ilet user received inset infusion sets from a distributor, disconnected from the pump for several hours after the ilet ran out of insulin, ate during that period, and later reported a blood glucose of 317 mg/dl. The user was unfamiliar with teflon infusion sets and required guidance to resume therapy, after which insulin delivery was restored. Symptoms included hyperglycemia and hot flashes/ flushes. Outcomes included user education and successful resumption of insulin delivery without alarms, alerts, or hospitalization. Investigation included troubleshooting and education on infusion set and cartridge change, with confirmation that the event involved an infusion set and cartridge issue rather than a pump alarm. Investigation of this case revealed user-related interruption of insulin delivery associated with supply change and unfamiliarity with the teflon infusion set, with no device alarm behavior reported. It was concluded, based on previously established findings for similar reports, that the cause was user handling and use error during supply change and disconnection.